Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The operator of an atellica im 1600 instrument scanned the high-sensitivity troponin I (tnih), vitamin b12 (vb12), and folate (fol) assay master curve cards (mcc) and observed that test definition settings that were customized for the named assays had returned to the default values. An urgent medical device correction (umdc) asw21-01.a.us was sent to us customers, and an urgent field safety notice (ufsn) asw21-01.a.ous was sent to outside the us (ous) customers in october of 2020. The umdc and ufsn explain the behavior described above and requests customers to ensure that after scanning a new version of the 2d master curve and test definition barcodes included in the reagent package, the settings of the customized fields must be verified, if applicable, on the "setup/test definition/im test definition screen" and if necessary, customized settings must be re-entered. The umdc and ufsn delineate that software is being developed to resolve the behavior. To date, there are no allegations of injury due to this behavior.

Event description:
The operator of an atellica im 1600 instrument scanned the high-sensitivity troponin I (tnih), vitamin b12 (vb12), and folate (fol) assay master curve cards (mcc) and observed that test definition settings that were customized for the named assays had returned to the default values. There are no known reports of patient intervention or adverse health consequences due to the customer's test definition settings returning to default values after scanning the mcc.